Event description:
It was reported that the patient's right ventricular (rv) lead exhibited an increased threshold, loss of capture, and decreased pacing impedance. The patient experienced fatigue and a sharp left chest pain during pacing. Microdislodgement or a small perforation was suspected. The rv lead was explanted and successfully replaced. The patient remained stable.